Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device was removed because the patient was dissatisfied with the product. The icm had migrated from its original position and was visibly protruding about one centimeter from the patient's chest. This issue was not present during the initial follow-up but became noticeable later, prompting the physician to remove and replace the icm. Warranty support was contacted to request information. It was clarified that device migration or erosion is not considered a manufacturing defect and therefore does not qualify for warranty coverage. However, the device can still be returned for lab analysis, which may determine otherwise. To be eligible for warranty benefits, the device must meet specific conditions, be replaced within the warranty period, replaced with a boston scientific device, returned within 30 days of removal, and confirmed to have a malfunction through lab analysis. If eligible, the hospital may receive a credit, and the patient could qualify for reimbursement of unreimbursed medical expenses. The case was transferred to the warranty team for further handling. This device was removed from patient. No additional adverse patient effects were reported.